Event description:
It was reported by repair work order that the foot end brakes could not remain engaged due to worn drive link assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.